Manufacturer narrative:
Device evaluation: analysis of the returned device identified, white particles inner the device, opening on posterior and radius. Leak test and microscopic analysis was performed which identified, striated opening on posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: opening crease smooth on posterior assessed, as fold flaw opening. A striated opening assessed, as surgical damage.

Event description:
Patient reported, left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.